Event description:
As reported, the patient underwent an open left inguinal hernia repair procedure on (B)(6) 2011 and was implanted with a bard flat mesh. It was reported that in 2017, the patient contacted the doctor and reported pain at the hernia mesh site. The patient was advised to come into the office for follow-up to have ultrasound and other diagnostic tests. The patient did not comply. In 2019 the patient called the doctor¿s office with the same complaint but, again, did not schedule a follow-up appointment or testing. As reported by the doctor¿s office the patient does not have a scheduled appointment at this time.

Manufacturer narrative:
As reported in 2017, approximately six years post-implant of a bard flat mesh, the patient reported pain in the area of the repair. The patient has reported this symptom to the doctor and was advised to schedule an appointment to be evaluated. At this time the patient has not scheduled an appointment with the doctor. Based on the information available, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2011. Note; the date of event is considered to be a best estimate as (B)(6) 2017 based on the reported event. Should additional information be provided, a supplemental MDR will be submitted. Not returned.